Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and that the monitor case was damaged.